Manufacturer narrative:
The customer contacted a siemens customer care center. Upon the ccc specialist's recommendations, the customer ran chemistry wash. The customer then decanted the affected patient sample into another tube, re-spun the sample, and pipetted the supernatant into a sample cup to perform precision testing, which was acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse determined that reagent arm 1 (r1) and reagent arm 2 nuts were not centered on ultrasonics transducers and against the housing. The cse adjusted the nuts on the probes, replaced the r1 drain and rebuilt the r1 pump panel. The cse then calibrated mixers on the heterogeneous module (hm) and found that the mixers were not dropping down fast enough and as a result the bottom of vessels get hit when the wash wheel moves. The cse replaced the sample probe and aligned all the probes. The cse ran system check, which passed. The cse also performed precision testing on two patient samples and the results were acceptable. During the follow-up visits, the cse found that the system check was failing r1. The cse removed and replaced the r1 pump valve along with the r1 flush syringe. The cse ran system check, which passed. The cse then installed new hm mixers and replaced hm due to corrosion on mixer wiring harness. The cse calibrated the hm temperatures, calibrated the mixers and checked the alignments. The cse performed precision testing on a patient sample, which was acceptable. The cause of the discordant, falsely low ltni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The initial run was performed in triplicate and one replicate was falsely low while the other two replicates matched and were elevated. The discordant result was not reported to the physician(s). The sample was repeated in duplicate and both replicates resulted higher, matching the elevated results from two of the replicates from the first run. One of the replicate results from the repeat run was reported to the physician(s). The customer stated that there was delay in reporting the patient result. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ltni result.

Manufacturer narrative:
The initial MDR 2517506-2017-00293 was filed on 22-mar-2017. Corrected information (21-mar-2018): section has been updated with the correct legal manufacturing address.